Event description:
During the device evaluation, the gastrointestinal videoscope exhibited burning and melting of the plastic distal end cover at the forceps port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: use of a high-energy endo-therapy accessory such as high frequency laser for a procedure without sufficient distance from the distal end. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.